Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged battery. The event was reported to have occurred upon power up in the general patient ward. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with damaged battery was confirmed but not reproduced. The cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4). A follow-up report will be submitted if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.